Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a saline syringe. The customer states that they used 16 units of lot number 13a0094. After use the pt (her husband) went to the hospital and was admitted where he remained for four days. The pts medical device (PICC line) was clogged and had to be removed and another device placed. The pt's wife stated her husband had an infection, which was verified by the hospital, the culture was confirmed to be klebsiella oxytoca after the 48 hour and 72 hour culture. The customer reports the pt was placed on IV antibiotics, "ventitymin" to start and after tests were completed and the infection was diagnosed the medication was damaged to levaquin 500mg 100cc. The customer further reported he is doing much better and is currently at home.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.